Event description:
On 12/31/86, an ipp device was implanted. On 7/8/88, the cylinders and pump were revised. On 7/1/95, the pump was revised. On 5/28/97, the entire device was removed from the pt due to erosion.